Manufacturer narrative:
The device was returned to olympus and the evaluation found a cable watertight defect; the cable unit was leaking. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a cable watertight defect; the cable unit was leaking. There was no patient involvement.